Manufacturer narrative:
The blazer ii temperature ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, continuity testing, and electrical testing. The device did not have visual defects related to a hole in the tip electrode, and other parts of the device. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and the device is under specification. A radiofrequency (rf) ablation test was performed and ablation was verified by using the maestro generator 4000. The device was found within specification. The reported clinical observations were not confirmed by the analysis.

Event description:
It was reported that prior to a procedure a blazer ii temperature ablation catheter was selected for use. A hole in the catheter tip was noted where the thermistor is supposed to be placed. It is unknown if the procedure was completed successfully. The catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure a blazer ii temperature ablation catheter was selected for use. A hole in the catheter tip was noted where the thermistor is supposed to be placed. It is unknown if the procedure was completed successfully. It is unknown if the catheter will be returned for analysis.